Manufacturer narrative:
Event summary: visual inspection of the mapping catheter 2ach20/ 10974790 showed the shaft was bent and twisted. The mapping catheter was connected to the diagnostic computer and all channel pairs were displaying noise. Using x-ray imaging, it was found that all the electrode wires are well attached from both sides of the lemo connector and the loop side. The shaft kink could potentially create interference between the electrode wires inside it, and that could cause intermittent noise issue. In conclusion, the reported issue (no signal) was confirmed through testing. The mapping catheter failed the returned product inspection due to kink and twisted shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was no signal seen on any electrode with the mapping catheter connected to a competitor system. Troubleshooting was attempted by changing the mapping catheter cable without resolution. Then, the mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result ofthis event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.